Event description:
It was reported the device displayed failed forced sensor test so the sensor and the board were replaced; the device still failed. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and presented a non-OEM (original equipment manufacturer) battery and a cracked left plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Force sensor and plunger cable were physically damaged. Replaced force sensor and plunger cable. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.